Manufacturer narrative:
Concomitant medical products: fr995-29 tissue valve, implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with a heart rate in the 30s and the implantable pulse generator (ipg) device was determined to be pacing below the lower rate. It was also noted that there was potential non-capture on the right ventricular (rv) lead. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.